Manufacturer narrative:
Device unique identifier (UDI) device was manufactured prior to the UDI labeling implementation. Approximate age of device 4 years, 11 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the lvad system produced persistent low flow alarms for approximately one week, and that the alarms were resulting in post-traumatic stress disorder for the patient while being treated in the intensive care unit. The patient had an unspecified bleeding issue that was corrected with blood and volume; however, the patient then developed hypertension with continuing low flow alarms. Days later the patient's central venous pressure normalized at 10 mmhg, the mean arterial pressure was in the 60's mmhg, pump speed was stable at 9000 to 9200 rpm, and the low flow alarms remained. It was reported that the patient is doing well, clinically. A custom system controller was requested with the e low flow alarm threshold set at 2.2 lpm. The system controller was changed and the low flow alarms remained. A CT scan appeared to show a partial inflow cannula obstruction, thus, a decision was made to exchange the pump via a subcostal approach. No thrombus was noted in the pump on gross examination in the operating room. No additional information was provided.

Manufacturer narrative:
Device evaluation the explanted pump was returned for evaluation. The reported low flow alarms were confirmed based on the evaluation of the submitted log file; however, the cause for the reported event could not be conclusively determined. The pump was returned assembled with the percutaneous lead severed at the pump end bend relief and the majority of the severed portion was returned. The inflow conduit (inlet tube, flex section, and inlet elbow) and outflow graft were not returned. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces found no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. The returned portion of the percutaneous lead appeared unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.